Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cylinders is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and hole/perforated are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. The pump was removed and replaced. The cause of crack in the connecting tube was not detailed by the hospital. There were no patient complications reported.